Event description:
It was reported that syringe 20ml ll convenience tray europe had scale marking issues. The following information was provided by the initial reporter: with these syringes we draw up gravimetrically, the scale is tared once. When using the syringes from the convenience pack, there is a deviation in the weight: some weight 13,3 g, others weight 14,3 g. Moreover, the cross on the plunger has different sizes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/22/2021. H.6. Investigation: two samples were provided to our quality team for investigation. The product was visually inspected, no defects or other markings that could impact the volume accuracy of the the device were observed. A device history review was performed for lot 2011059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. Both samples underwent the same evaluations and verified product was within required specifications. Barrels and plungers can be manufactured in different molds and changes within the validated process parameters can cause small variations in weight which do not affect the functionality of the device. Molding parameters were reviewed for lot and verified all equipment was operating under validated parameters. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information and given no defects were observed in the returned product, we are not able to determine root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll convenience tray europe had scale marking issues. The following information was provided by the initial reporter: with these syringes we draw up gravimetrically, the scale is tared once. When using the syringes from the convenience pack, there is a deviation in the weight: some weight 13,3 g, others weight 14,3 g. Moreover, the cross on the plunger has different sizes.